Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 6f long guidezilla ii was selected for use. As the guidezilla was being inserted into a 6f non-boston scientific (non-bsc) guide catheter, friction was encountered and although the physician tried to push and torque gently, the guidezilla would not advance past the midpoint of the guide catheter. When the physician tried to remove the guidezilla, there was considerable drag. The guidezilla was finally able to be removed, but the guide catheter became unseated from the vessel ostium and the vessel had to be recannulated. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
The device was returned for evaluation. The device was visually and microscopically examined. There was blood in the shaft of the device. There were numerous flat shaft segments which included the tip of the device. Product analysis confirmed the reported events as the severity of the flattened shaft segments which included the tip of the device could cause resistance or further damage and likely prevent the device from advancement or removal.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 6f long guidezilla ii was selected for use. As the guidezilla was being inserted into a 6f non-boston scientific (non-bsc) guide catheter, friction was encountered and although the physician tried to push and torque gently, the guidezilla would not advance past the midpoint of the guide catheter. When the physician tried to remove the guidezilla, there was considerable drag. The guidezilla was finally able to be removed, but the guide catheter became unseated from the vessel ostium and the vessel had to be recannulated. The procedure was completed using an alternate device. There were no patient complications.